Event description:
Pt. Underwent repair of hip fracture 5/11/97. Bipolar prosthesis cemented in. Inplug in femur and 2.0 cable and sleeve used. Pt returned to surgery center 6/4/97 for I & d irrigation r hip, sent to franklin campus 6/5/97 for irrigation and debrienxent r hip with removal and replacement of bipolar head. Stem, cement, cable left intact.